Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the suspect hv module for evaluation; however, testing of the module was not able to duplicate the malfunction. The customer confirmed that replacing the hv module resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.